Event description:
A core console with integral irrigation pump was sent for service because it would not power up. The event occurred during testing; no adverse event was associated with the device, however, all the procedures scheduled for the day were canceled.